Event description:
It was reported that a pump will not turn on.

Manufacturer narrative:
Sigma eval the device in question. The pump was able to turn on when the pump door was opened. The eval also found an automatic and constant output of the 3rd soft key, and all other keys on the keypad (except the 1st and 4th soft keys) to be inoperable. It was observed that this was caused by a failed input/output printed circuit board (I/o pcb).